Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received electrical, mechanical and visual analysis found the device to function within normal product specifications. The device reached elective replacement indicator (eri) since it was programmed to high output settings. Other text : na.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.